Event description:
The customer contact reported, the tubing set did not deliver. The secondary tubing set was being used for piggyback delivery of 250 ml of an unspecified concentration of cisplatin for a duration of one hour via a symbiq pump. The cisplatin was in a glass bottle and the convertible piecing pin on the secondary tubing set was opened. The secondary tubing set was connected to a primary tubing set and the secondary solution container was positioned 9 inches higher than the primary solution container. The customer contact reported that after the start of the delivery of the secondary solution, the pump alarmed for an occlusion. The nurse reported that if the secondary tubing set was pinched at an unspecified location, the pump did not alarm and the therapy was delivered. Reportedly, the nurse pinched the secondary tubing set for three hours to complete the delivery. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that due to hazardous contamination, the device was discarded.